Event description:
On (B)(6) 2025, the patient presented with a thrombus-filled femoropopliteal bypass (non-gore device). A thrombectomy was performed, followed by relining of the bypass using an abbott supera stent distally and a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn device) proximally. The physician initiated deployment of the viabahn device by pulling the deployment line slowly. When 5cm of deployment line was pulled, it broke. The physician was able to grasp the other fiber close to the delivery catheter's hub and deploy centimeter by centimeter before the deployment line snaped again. The final 4cm of the vaiabhn device's deployment line was still attached . The physician used fine forceps to reach the stronger fiber and deploy the remaining part of stent. The viabahn device expanded completely. No deployment line fragments were left in the patient.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 code c19: a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
D9: added date device returned to manufacturer. Section h6 updated to reflect completion of investigation. Manufacturing records were reviewed, and the device met all pre-release specifications. The delivery system was returned to gore for evaluation. Evaluation of the returned product indicated the deployment line being separated into two pieces. Cause of the reported event cannot be established based on evaluation of the returned delivery system and the information reported to gore. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete.